Event description:
It was reported that the patient was reported having significant ongoing symptoms of lower back and lower extremity pain, unresponsive to conservative treatment including anti-inflammatories, muscle relaxants, physical therapy, lumbar epidural steroid injections, etc., on account of which it was elected to undertake surgical intervention. The patient underwent a bilateral lumbar laminectomies at l4, l5, and s1, bilateral foraminotomies at l4-5 and l5-s1, bilateral posterolateral spinal fusion at l4-5 and l5-s1 with the segmental spinal instrumentation at l4-5 and l5-s1 using tsrh system with left-sided l4-l5 transforaminal posterior lumbar interbody fusion utilizing the peek spacer with rhbmp-2/acs, mastergraft and local bone graft. The patient recovered from anesthesia, and was brought to the recovery room in stable condition. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
Concomitant product: tsrh implantable instrumentation, mastergraft, spacer (implant (B)(6) 2008). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.